Event description:
A customer reported a cartridge alarm 20 occurrence while the pump was in use. The customer's blood glucose level was displayed as ¿high,¿ though no specific value was given. The customer managed the high blood glucose by performing a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. Although the customer had not reported similar alarms previously with this pump serial number, alarms had occurred with consecutive cartridges. Tandem technical support decided to replace the pump under warranty and informed the customer about the replacement process, including putting the current pump in storage mode before returning it. A new pump with updated software was sent, and training resources were made accessible to the customer through their tandem source account.